Event description:
The explanted generator was received for analysis. The explanted generator provided the expected level of output current for the entire monitoring period during product analysis. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator. During a follow up appointment on (B)(6) 2015, patient's device showed high impedance again despite apparent resolution of the high impedance during the surgery on (B)(6) 2015. A positional/intermittent lead break is suspected to be cause of the high impedance as a result. Patient underwent another surgery on (B)(6) 2015 and both the generator and lead were replaced. The products were received on (B)(6) 2015. Analysis is underway but has not been completed. Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
Product analysis confirmed a discontinuity of negative quadfilar coil in the electrode region of the returned lead portions. Pitting was also observed on the coil surface. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
High impedance was seen for patient's device. X-rays were taken but no obvious anomalies were noted. Patient underwent generator replacement surgery on (B)(6) 2015. Prior to generator replacement, high impedance (>10,000 ohms) message was observed. Following generator replacement, high impedance resolved. No issues with pin insertion were noted. After generator replacement, multiple system diagnostics were performed with the lead positioned differently to rule out positional high impedance. The results were within normal limits (~ 1800 ohms) and therefore the lead was not replaced. The explanted generator has not been received to date. Additional information was received that high impedance was first noted for patient on (B)(6) 2015. Prior to that, the impedance was within normal limits (1661 ohms).

Manufacturer narrative:
Review of the available programming and diagnostic history.